Manufacturer narrative:
The reported event was not duplicated. A service technician functionally evaluated the device and noted the run/safe switch had two distinct locking positions. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the safety switch of the device would not stay in position. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.